Manufacturer narrative:
Additional information received reported that after their symptoms started 3 years ago, they go the shunt fixed but that caused their cerebral palsy to get worse. It was noted that the patient was doing fine, however, they also stated that because of the shunt braking, they were rigid all over, and they had a hard time walking. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient stated a few years ago when they were working, their hydrocephalic shunt broke and didn't know anything about it until they started losing cerebrospinal fluid (csf) out of their head. According to the report, the patient had to get an operation to replace the shunt. It was stated when the shunt broke, it did something to their cerebral palsy since after they came out of surgery, they could not walk and were real rigid. Reportedly, the patient stated their healthcare professional (hcp) felt something occurred with the catheter of the shunt.

Manufacturer narrative:
Additional information received reported that after their symptoms started 3 years ago, they go the shunt fixed but that caused their cerebral palsy to get worse. It was noted that the patient was doing fine, however, they also stated that because of the shunt braking, they were rigid all over, and they had a hard time walking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.